Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with dehydration and diabetic ketoacidosis (dka). The mother stated that the ER felt that the insulin was not being absorbed into the skin. She further explained that she did not do the carbohydrate count right and it caused the dka. The patient's blood glucose had reached 483mg/dl while wearing the pod on his arm for between 36 and 48 hours. Treatment included an IV and fluids. He was also experiencing stomach pains, constipation, and hurting back in his kidney area. Insulin was suspended prior to the high blood glucose, the length of which was not specified. The patient's blood glucose and insulin history is as follows: (B)(6).